Manufacturer narrative:
Additional information: b5: updated description. D1: 2 - suspect medical device updated. D4: material updated and expiration date. D9: receipt date. H3: yes, evaluation. H4: manufacture date. H6: codes updated. Investigation results: visual inspection: the femoral -as well as the tibial component exhibits bone cement residues on the intended area. The stem for the femoral -as well as the tibial component is still firmly fixed. The enduro hinge ring shows clearly visible signs of hyperextension. During the product investigation it could be determined that the rotation axis has fractured below the taper. The distal part of the broken rotation axis is still fixed in the tibial component. The proximal part of the broken rotation axis is still fixed in the hinge ring of the femoral component. The breakage surface of proximal fragment shows signs of so-called arrest lines which indicate a fatigue fracture. The breakage surface of the distal component shows mainly secondary damages (shiny surface). This indicates that this surface rubbed against something other after the breakage. There are no hints for a material failure like foreign material inclusions or blow holes. The femoral- as well as the tibial component were implanted with wedges. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the current information and investigation results, a definitive root cause cannot be drawn. There is no indication for a material or product defect, nor manufacturing failure. The following can be mentioned as an informational note: the mentioned unstable capsule as well as the clearly visible signs of hyperextension on the hinge ring indicate a difficult patient situation and this could have increased the risk of breakage. Based upon the investigation results, a CAPA is not required.

Event description:
Update: the product was updated to nr887m - enduro meniscal component f2 24mm.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nb012k - enduro tibial comp.offset cemented t2 . According to the complaint description, there was postoperative fracture of the axis. The patient had an "unstable capsule". According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no.(B)(4).